Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was unresponsive. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.